Event description:
Device 1 of 2 (refer to manufacturer's report number 1627487-2009-00007 for device 2). In 2009, it was reported patient's scs system was explanted the month prior, due to an infection at the ipg pocket. It was reported stimulator was eroding through the patient's skin for three months before patient told/saw doctor. Patient was on antibiotic treatment and is doing well.

Manufacturer narrative:
Evaluation for device 1 of 2 (refer to manufacturer's report number 1627487-2009-00007 for device 2 evaluation). Method: device history and sterilization records were reviewed, no anomalies were found. Returned ipg was visually and physically inspected. Results: device history and sterilization records reviewed were found to meet specifications. Ipg operated according to specifications. Visually ipg had some discoloration in the header and at the upper septum. Ans inc. Has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevancy of the patient's history to the event reported. Ans inc. Defers to the patient's physician regarding medical history.